Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 5.5 cm thoracic aortic aneurysm. The proximal neck was 25 mm in diameter and 30 mm in length. It was reported that one year post index procedure a follow up CT revealed that there was an unknown endoleak present. (Either a type I endoleak or a type IV endoleak). The physician monitored the patient. One month later and angiogram was performed however the exact type of endoleak could not be determined. One month later the physician decided to perform an intervention with the implantation of two valiant stent grafts to treat the unknown endoleak. The endoleak resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): inherent risk of procedure (endoleak), (unknown cause). (B)(4).